Manufacturer narrative:
Calibration was performed before the event on 15-aug-2022 and after the event on 25-aug-2022. Calibration alarms were noted on both dates. Qc was acceptable. There is no indication of a reagent performance issue. Multiple alarms were observed on the customer's alarm trace data: "clean cell short", "lower reagent volume", "reagent warning level", "preclean short", "procell short", "water reservoir level too low." Additional alarms related to sample quality issues were also observed: "abnormal aspiration" and "sample clot detection." The service maintenance actions resolved the issue.

Event description:
The initial reporter questioned results for an unspecified number of patients tested for tina-quant hba1c gen. 3 (a1c-3) on a cobas 8000 c 502 module. The customer provided an example of discrepant results for 1 patient sample. The initial result was 8.4%. This result was reported outside of the laboratory where it was questioned. On (B)(6) 2022 the sample was repeated on a different c502 module with a result of 6.2%. This result was believed to be correct. The a1c-3 reagent lot number was 625161. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) found white residue on top of the cuvettes and on the ultra sonic mixer (usm) splash guard. The white residue was flaking off and going into the cuvettes. The fse cleaned the water pathway for the rinse nozzles. Precision testing was performed with acceptable results. The investigation is ongoing.